Manufacturer narrative:
H3: one device was received for evaluation service history review identified no previous repairs noted in the last 12 months. The reported issue was duplicated through latch lock test and power up test. The root cause of the reported issue was an inoperable latch lock flex sensor. The reported issue was resolved by replacing the latch lock flex sensor.

Event description:
It was reported that the device exhibited an error 41541 at startup. The event occurred upon power up. There was no patient involvement.